Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the patient may have experienced a shock and subsequently the device electrogram (egm) showed noise on the atrial tip to ring electrogram post shock. It was also reported that the device was oversensing and had mode switched. The device remains in use. No further patient complications have been reported as a result of this event.